Manufacturer narrative:
(B)(4). Evaluation summary: the stent implant, yellow protective sheath and stylet were returned for evaluation. The reported stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after unpacking, before flushing the system, it was noted that the stent implant of the 2.5 x 23 mm multi-link 8 device was not crimped on the balloon. It was noted to be loose on the stent delivery system (sds). The device was not used on the patient. There was no clinically significant delay of procedure reported. No additional information was provided.